Manufacturer narrative:
(B)(4) a review of the manufacturing records for the device verified that the lot met all pre-release specifications. (B)(4) the device was discarded at the facility and, therefore, was not available for direct analysis by gore. It should be noted the gore® dryseal flex introducer sheath instructions for use state ¿if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ the nominal outer body diameter for a 22fr gore® dryseal flex introducer sheath is 8.2mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022 , the patient underwent endovascular treatment of an aneurysm enlargement from near the junction of previously placed non-gore manufactured stent grafts in the descending thoracic aorta. Two gore® tag® conformable thoracic stent grafts with active control system and a gore® excluder® aaa endoprosthesis (aorta extender component) were implanted during the procedure. A 22fr gore® dryseal flex introducer sheath was inserted from the left side. It was reportedly believed that the access vessel was injured during advancement of the sheath. The injured vessel measured a reported 7mm in diameter (outside of recommendation by IFU). After all devices were implanted, delaminated intima of the left external iliac artery was reportedly identified, which prevented blood flow to the lower limb. A stent was implanted to treat the injury site of the left external iliac artery. Blood flow was improved, and the procedure was concluded without any further reported complications. The patient tolerated the procedure.